Manufacturer narrative:
Sc-2352-70 , serial (B)(6). Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. Sc-4318, lot 25168242. There is no reported allegation against the clik anchor. However, visual inspection found that one of the clik x anchors has one torn eyelet. Damage to the clik anchor is a result of a typical explant procedure and it is not considered a failure.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed high impedances. The physician concluded that the lead was defective and commented that there can be seen a small dip in the anchor insertion site. The patient underwent a procedure in which the lead and clik anchor were explanted. There were no patient complications.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: clik x, upn: m365sc43180, model: sc-4318, serial: null, batch: 25168242.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed high impedances. The physician concluded that the lead was defective and commented that there can be seen a small dip in the anchor insertion site. The patient underwent a procedure in which the lead and clik anchor were explanted. There were no patient complications.